Event description:
We have had several complaints of b.braun's introcan(12 reported) of the cap on the back end of the IV cath falling off during insertion. The failure allows the blood to surge out of the end of the device.there were no reported patient injuries.the cap I was referring to is the flash plug. It just isn't very secure. Sometimes the flash is enough to cause the plug to pop off.there were no reported patient injuries.regarding the specific lot #, I cannot confirm that all were from the same lot. It is my understanding that most, if not all were 18g, but the complaints came from different departments. The cap I was referring to is the flash plug. It just isn¿t very secure. Sometimes the flash is enough to cause the plug to pop off.health professional's impression:the clinical staff have noticed the caps on the back end of the device are slip tip and not attached very well.

Event description:
We have had several complaints of b.braun's introcan(12 reported) of the cap on the back end of the IV cath falling off during insertion. The failure allows the blood to surge out of the end of the device.there were no reported patient injuries.the cap I was referring to is the flash plug. It just isn't very secure. Sometimes the flash is enough to cause the plug to pop off.there were no reported patient injuries.regarding the specific lot #, I cannot confirm that all were from the same lot. It is my understanding that most, if not all were 18g, but the complaints came from different departments. The cap I was referring to is the flash plug. It just isn¿t very secure. Sometimes the flash is enough to cause the plug to pop off.health professional's impression:the clinical staff have noticed the caps on the back end of the device are slip tip and not attached very well.